Event description:
It was reported that, patient is experiencing pain since surgery in both hips. She reports to waddle when she walks with a walker. She can't walk by herself. Her hips feel like they are wobbling. X-rays taken showed nothing wrong.

Manufacturer narrative:
Additional information has been requested and received will be provided in a supplemental report.